Event description:
It was reported that the customer experienced intermittent cartridge alarms during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.